Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he needed a couple of mris and his ins was ¿malfunctioning.¿ the patient reported that he had an appointment on (B)(6) 2017 and needed to have a manufacturer¿s representative (rep) at his appointment to ¿recalibrate¿ his device. The patient reported that his device needed to be adjusted/programmed. The patient confirmed that the mris were not related to the implant. No further complications were reported.